Event description:
Philips received a complaint by the customer on the v60 indicating that a battery failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was discovered at bench repair that a battery failure had occurred. The bench service engineer (bse) determined a replacement of the battery was required. The investigation is ongoing.

Manufacturer narrative:
(B)(6).